Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was inspected and kinks were observed in the shaft. Metal was also observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the damage observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During removal of the catheter from the package, it was noticed that the tip of the catheter was bent. The catheter was replaced and the procedure was continued. Additional information was received stating that wires were not exposed. There were no lifted or sharp rings. It was confirmed that the catheter was opened. However, it was not used on the patient. This reported issue of the catheter being bent was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter for evaluation and discovered on (B)(6) 2018 that there were kinks on the shaft approximately 16.5 centimeters from the distal end of the catheter and a shiny object, possibly metal, could be seen. During a second visual inspection, it was confirmed that there were two kinks on the shaft. There was internal material exposed (woven wire). Since the integrity was not maintained as there was internal material exposed, this returned catheter condition was assessed as a reportable issue. The awareness date is reset to (B)(4) 2018.